Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-28, lot# v634605, implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient turned their device off before having rotator cuff surgery and was unable to turn it back on. The patient was not able to make adjustment both with or without the antenna attached. It was noted that at the surgery, the patient told them about the implant and was instructed to turn in off beforehand. The patient did not know what type of cautery they used or if they called beforehand to review guidelines. Later that day, it was reported that type of cautery used was a cautery wand. It was noted that the patient¿s normal settings were 3.2v or 3.4v. They tried to connect with the implant and saw the poor communication screen on the programmer. It was noted that the patient was redirected to their health care provider (hcp).